Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. A search of the database revealed no training record for the user. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The IFU caution that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent. The angio-seal instructions for use (IFU) state based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention.

Event description:
It was reported that following a cardiac catheterization, an angio-seal was deployed at the right femoral artery. Three weeks later, the patient felt pain in the right foot. The fourth and fifth toes turned purple while the second and third toes turned white. The patient was sent home with lovenox (dosage unknown) after an ultrasound evaluation. The patient was seen by the cardiologist the next morning, a repeat ultrasound revealed a "flap attached to the angio-seal site possible thrombus." The patient was started on heparin (dosage unknown) and was transferred to a tertiary center for further diagnostic studies and intervention. Reportedly, no clots were identified.